Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval: 18-failure to follow instructions (iliac artery diameter inadequate).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 7.25 cm in diameter abdominal aortic aneurysm. The proximal neck measured 20 mm to 25 mm in diameter along a 40 mm length. The right iliac artery measured 09 mm to 11 mm in diameter along a 55 mm length. The left iliac artery measured 10 mm to 11 mm over a 55 mm length. Left and right access vessels measured 6 mm in diameter. It was reported that during the index procedure the contralateral gate of the endurant ii bifurcate was difficult to cannulate. A tourguide was inserted; however, due to the softness of the guidewire the physician was unable to cannulate the bifurcated stent graft. There was artery perforation at the bifurcation of the common iliac artery and the external iliac artery due to the wire not being stiff enough and was unable to navigate the dilator through the artery. The physician elected to partially convert the patient to an open repair and a conventional graft was sewn onto the implanted bifurcated stent graft. Per the physician the cause of the cannulation difficulty was due to the guide wire lacking adequate stiffness. No additional clinical sequelae were reported and the patient is fine.